Event description:
Event description boston scientific received information that this unused cardiac resynchronization therapy defibrillator (crt-d) was interrogated pre-implant and the battery status was mol2 with a battery monitoring voltage of 2.55v (after a capacitor reformation had been performed). It was reported that this device had been in contact with blood and would be returned for analysis.